Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ultra meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 10:30pm on (B)(6) 2015. The patient reported blood glucose readings of ¿98, 168 and 220mg/dl¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of medication after the alleged inaccuracy began. The patient reported developing a symptom of ¿blurred vision¿ however could not provide any further information as to when this symptom developed. The patient reported treating this symptom with metformin. The patient denied testing on any other device at this time. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). It was noted that the product failed a control solution test with results out with the specified range, as printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom of ¿blurred vision¿ while using the subject meter.